Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : h6 ( medical device ¿ problem code ) , d5. The fse found that the unit would fail the vacuum and pressure section of the test. The drive manifold assembly (d104-00-0031) was replaced. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept received part number 0104000031 with a reported unit failure of the drive manifold test. The fat performed a visual inspection and found the part to be in good condition the fat installed the drive manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r fails drive manifold test with vacuum differential pressure at 30mmhg pressure leak differential pressure is at 61mmhg. Refer to CAPA 1406400 for more information regarding additional investigation details the most probable root cause per the dfmea is component reliability.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) unit fails drive manifold leak test persistently. There was no patient involved.